Manufacturer narrative:
Additional information in h3, h6. H10: : the device was received for evaluation. A visual inspection with the naked eye noted that the female connector was separated from the main body. There was evidence the insert chip was present. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a transfer set. This issue was observed after therapy, when removing the transfer set from the patient line. There was no patient injury; however, the patient was given prophylactic antibiotics. No additional information is available.